Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from regulatory body (rb), healthcare provider (hcp) via manufacturer representative regarding a patient undergoing removal of l4-l5 screws and half of the broken right l5 screw with new posterior fusion, l4, l5, s1 with segmental hardware and posterolateral allograft, autograft fusion and an l1, l2, l3 laminectomy with l5 and s1 laminectomy with bilateral foraminotomies at l1-l2, l2-l3, l3-l4, and l5-s1. It was reported that the right l5 screw was broken into two pieces. The piece that was loose was removed and end of the screw was retained intentionally. No further complications or symptoms were reported.

Manufacturer narrative:
Imf code has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.